Manufacturer narrative:
This is one event (death) reported for the same pt involving three separate products; associated MDR #2937457-2014-01129, 1225714-2014-04896, and 1225714-2014-04897.

Event description:
The plaintiff's attorney alleged that the decedent experienced pulmonary arrest on (B)(6), 2007 and subsequently expired after the user of the product.